Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. D4: batch#: 930c54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received fully fired, with slightly damaged on the edge of body. No functional test was performed due the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. The event described could not be confirmed as the reload was received fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 930c54, and no non-conformance's were identified.

Event description:
It was reported that during an esophagectomy lap /robotic, the magazine probably only set clips at the front and rear, in the center of the magazine. (Ppprox. 2cm) no clips were set and only cut. No patient harm but complex and time-consuming overstitching. The stapler will also sent in, but after the incident the stapler correctly stapled and cut stomach tissue.